Event description:
Patient reported that she changed the cartridge and completed a 25 i.e. Prime on (B)(6) 2011, and no insulin came out of the infusion set. She attempted to prime the infusion set again, but no insulin was delivered. Patient changed all of the accessories and was then able to successfully prime the infusion set. Patient noticed wetness in the cartridge compartment of the infusion device. Blood glucose was "ok" on (B)(6) 2011. On (B)(6) 2011, blood glucose elevated to 324 mg/dl and she delivered 3.1 i.e. Via the infusion device as a correction. Patient drove to her diabetes specialist to get a prescription, and blood glucose elevated to 362 mg/dl. She was nauseous and positive for ketones, and she delivered a correction via pen and drank a lot of water. At 2:00 p.m., blood glucose was 178 mg/dl and she was positive for ketones. She delivered a correction via pen and ate 2 apples. Patient does not believe the insulin delivery of the infusion device is accurate. Infusion device was not exposed to water or electromagnetic fields. Normal blood glucose is 80-120 mg/dl. Infusion device was replaced and requested for evaluation. Patient did not require treatment from a health care professional or second party to address the issue. No further information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.